Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. No crack was noted on the display window or on the lcd glass. However, the pump had a minor/deep scratched display window, a cracked case at display window corner, a cracked reservoir tube, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2016 because her heart rate was high and she did not feel well. Customer's blood glucose readings were high when she got to the hospital and she was almost in diabetic ketoacidosis. Customer stated that she had just gotten over a bad sinus infection and a bit of a bladder infection. Customer stated that she was also dehydrated. Customer's blood glucose was 269 mg/dl at the time of the incident. Customer stated that she felt dizzy, weak, dehydrated, her heart rate was elevated, and her bottom jaw was quivering. Customer had been on antibiotics for several infections. Customer was treated with humalog and 6 bags of fluid. Customer was on the verge of going into diabetic ketoacidosis. Customer also reported a crack on the right side of the screen on the plastic. Customer stated that she's noticed it for 2 months. Customer stated that the pump was dropped. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.